Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: is the patient/consumer.

Event description:
It was reported that the pump alarmed while the reported cassette was attached to the pump. The patient changed the pump to another one, but the alarm persisted. The patient changed the cassette, and after that, the alarm was settled. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: one sample was returned for investigation. The sample consisted of one cassette product; the sample was received without its original packaging, decontaminated and inside in a plastic bag. The sample was visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. No damage was detected in the sample. The sample was filled with 100 ml of water and connected to the pump. The sample was fully priming and connected without difficulty, the pump was set running and no alarms were activated. The failure mode was not confirmed. No fault was found and as such, no root cause was determined, or corrective actions taken; however, CAPA-000814 was open to investigate the failure mode reported. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (b)(64 , as a result of warning letter cms# (B)(4)., corrected data: correction: h4: mfg. Date. 04-nov-2021. Correction: d4: expiration date 19-oct-2026.